Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. A complaint database search for the product family 229405xxx found other reports of device breakage that when confirmed were attributed to product wear out. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The trial has a small chip.

Manufacturer narrative:
Examination of the submitted device confirmed the reported damage. The root of the damage is unknown. It is possible the damage occurred over time while assembling and disasembling the punch. The overall condition of the instrument suggests moderate usage. A complaint database search against product (B)(4) did not reveal any trends of insert trial damage. Based on the inability to conclusively determine a root cause and the low frequency of reported events, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.